Event description:
The MFR received info alleging a ventilator was alarming and the data was inaccurate. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaints were confirmed. The alarm was caused by water contamination in the flow sensor assembly. The inaccurate data was caused by a fault sd card. The device's flow sensor assembly and sd card were replaced to address the issues.